Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered an inappropriate shock due to electromagnetic interference (emi) while the patient was operating a drill. The patient later noted he was doing well. Technical services (ts) reviewed how emi worked and referred the patient to his physician. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered an inappropriate shock due to electromagnetic interference (emi) while the patient was operating a drill. The patient later noted he was doing well. Technical services (ts) reviewed how emi worked and referred the patient to his physician. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was in the clinic for a device check. Review of device data revealed that no shocks were delivered. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.